Event description:
It was reported that the ilet generated consecutive motor stall alerts and an absolute range error during attempts to rewind and perform a dry run after removing supplies and initiating a cartridge and tubing change, leading to an inability to proceed and interruption of insulin delivery. Symptoms included risk of interrupted insulin therapy; no injury was reported. Outcomes included the need to replace the device. Investigation included user-guided troubleshooting, multiple restarts, dry-run attempts, and review of device error behavior. Investigation of this case revealed persistent motor stall and range errors consistent with an insulin delivery mechanism malfunction during pump setup. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction affecting the insulin drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.